Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch that experienced leakage during use. The reporter stated that the IV tubing leaking from vent port. The event date was unknown. Status was unknown. The patient safety was issued and midas report was made. The IV tubing was in use on a patient when it was noted to be leaking from the vent port. The exact date of the incident was on (B)(6) 2025. The defect resulted in no harm to the patient but does pose a risk for infection as it was no longer a closed system. The sample is available for evaluation. Thus, there was patient involvement and no human harm reported.

Manufacturer narrative:
One used device was received for evaluation on 06/26/2025. As received, the filter was wetted out. No other damage or anomalies noted. The set was leak tested per specifications and leakage was observed. The complaint of a leakage from vent port can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review could not be conducted because no lot number(s) was/were identified.